Manufacturer narrative:
Initial and final MDR (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced cannula issues of with five infusion sets. The cannulas were crimped. The event occurred on 08-aug-2024. The insertion of the site was the abdomen. Patient noticed symptoms within 3 hours of insertion. Patient regularly rotated site location. Patient changed replaced infusion set and resumed insulin deliveries successfully. No further information was available.